Event description:
It was reported the patient had persistent left ventricular assist device (lvad) alarms when attempting to use alternating current (ac) power source. Controller fault alarms and ongoing no external power alarms were present when the patient primary system controller ((B)(6)) was connected to their power module (ppm) making an interrogation impossible. The patient was placed back on battery power and a system controller exchange was performed. Neither the no external power alarm nor the controller fault alarms recurred once patient moved to the new system controller ((B)(6)). The new system controller was also tested with the patient mobile power unit (mpu) without issue. Log files were sent for review, and the system controller was available to return for evaluation. The log file captured lvad internal fault alarms beginning at 11:24 am on (B)(6) 2026. The log file also captured no external power and low power alarms on (B)(6) 2026. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.